Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had multiple errors displayed and helium leakage errors.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported, that before use, the cs300 intra-aortic balloon pump (iabp) had multiple errors displayed. Patient involvement is unknown. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon arrival, logs show multiple rapid gas loss alarms, and a single check catheter alarm. (Logs attached)issue could not be duplicated. All leak ad performance testing passed. Calibrations, functional testing, and safety testing all passed per factory specifications. Device cleared for clinical use and returned to customer.